Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked case at display window corners, broken reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the device is struck in the rewind mode. The customer reported the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.